Manufacturer narrative:
(B)(4) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration

Event description:
It was reported by the customer that valve is cracked on catheter. Verbatim: tm states she just received a call from a customer stating they have a patient with a cracked end valve on their pleurx catheter. 05-jan-2023: this is not a quality issue apparently the patient broke the valve, it wasn¿t a product malfunction. Please disregard. Additional information received 19-jan-2023 ¿ what is the date of event? (B)(6) 2023 ¿ what is the mat and lot number? 50-7000b ¿ no lot info ¿ was the issue noticed before or during use? During while cap was being put on, just a chipped tip not a broken valve ¿ was there any patient harm/impact? If so was there a need for any medical treatment or intervention? No harm ¿ was there leakage noticed at the catheter valve? No ¿ where is the catheter located? Abdomen or chest left chest ¿ how long has the catheter been in place ¿ not sure ¿ how was the issue resolved? Replacement valve ¿ what is the full name and address of the facility for where the issue occurred? Omitted ¿ do you have any photos to show the reported issue? No ¿ do you have a sample to send in for evaluation? No

Manufacturer narrative:
(B)(6) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: a0401. Patient problem code: (B)(6). (B)(6) follow-up emdr for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. Should you experience any problems with our product, examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see manufacture narration

Event description:
It was reported by the customer that valve is cracked on catheter. Verbatim: tm states she just received a call from a customer stating they have a patient with a cracked end valve on their pleurx catheter. (B)(6) 2023: this is not a quality issue apparently the patient broke the valve, it wasn¿t a product malfunction. Please disregard.